Event description:
Asr revision; asr resurfacing system - right; reason(s) for revision: femoral neck fracture. Patient has had a resurfacing to xl procedure - this is the 1st of 2 revisions. Please see (B)(4). Cup remained in situ after this revision, (B)(4). Please note no specific date of revision provided: only advised that the revision took place only after a few days after the implant date - revision took place (B)(6) 2006.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.